Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump started alarming air in line and over infused during infusion. While infusing unspecified chemotherapy, the pump alarmed air in line. Also, the pump indicated that there should have been 45 ml left to be infused; however, the bag was dry. The pump was infusing at a rate of 45 ml/hr and was expected to infuse over 24 hours but it was observed that the infusion completed 2 hours earlier than expected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e1, h6 (update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.